Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented with scoliosis at levels t11-12 underwent correction. Intra-op, set screw was broken. No patient complications were reported. No fragments were remained inside the patient.